Event description:
A 2.75 mm diameter x 15 mm length s660 zipper stent delivery system was inserted for treatment of a severely calcified lesion located in the mid circumflex coronary artery. The lesion was pre-dilated with a 2.5 mm x 15 mm diameter ptca balloon prior to the insertion of the stent delivery system. It was not possible for the stent to cross the severely calcified lesion therefore the stent delivery system was pulled back from the coronary artery. Upon removal of the stent delivery balloon sytem into the guide catheter, the stent dislodged from the delivery balloon when the stent caught on guide catheter into the left anterior descending artery. The stent was successfully snared from the pt. The physician attempted to cross the lesion with two other manufacturer's stents but was unable to do so. There was no further treatment to the lesion. The pt was reported fine post procedure and there are no additional clinical sequelae reported related to this event. The severely calicified lesion contributed in the stent not crossing the target lesion. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.